Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr, serial number (B)(6) due to a burning smell and smoke coming from the analyzer and discovered that the source of the smoke and burn odor was due to a leak of the r1 syringe onto the r1 syringe's circuit board. This was resolved by replacing the syringe assy. Return testing was not completed as returns were not available. An instrument service history review revealed no additional issues of burn odor and smoke coming from a part(s) on the (B)(6). A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of tracking and trending of the architect i2000sr or syringe assy did not identify any trends associated with the complaint issue. Labeling was reviewed and found to be adequate. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn odor and smoke were limited to the syringe assy due to the part leaking; the burn odor and smoke did not spread to other parts of the module. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the syringe assy was identified.

Event description:
The customer observed a burnt smell and observed smoke with an architect i2000sr analyzer and powered down the device. There was no reported impact to patient management.

Manufacturer narrative:
Initial reporter phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.